Event description:
The customer reported experiencing high blood glucose and frequent urination. The caller stated that the cannula was bent, but the insulin pump did not alarm. The blood glucose reading was 530mg/dl. Assisted the customer to run the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.